Event description:
Began with minor hair loss, depression and anxiety meds were prescribed. Alopecia areata was diagnosis for hair loss. There was approx 30% hair loss on scalp which grew back after months of steroid injections. Approx 7-8 months later, hair loss began again but this time, it was alopecia universals, received treatment from alopecia specialist which then triggered allergic reaction all over the body which required strong doses of oral steroids. Anxiety attacks and depression worsened. Hair grew back but only 70% filled in. Hair loss again 6 months later. Followed by severe joint pain in fingers, knees, shoulders, hips that mobility was affected. Saw internist and rheumatologist who both ran battery of blood tests to rule out thyroid problem and other possible illnesses. Alopecia specialist and internist both tell the alopecia was not presenting itself as "typical" alopecia. Feeling of "milk letdown" in right breast but no milk, not pregnant, menopause. There are odd pain in right breast which comes and goes. Have had mammograms and MRI dine earlier this summer but no signs of rupture or damage to implants. The joint pains started (B)(6) 2018 and continues until present. Triggered auto-immune disorder. FDA safety report ID# (B)(4).